Event description:
It was reported that the pump touch screen was on, but display remained grey. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.